Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the bha surgery for fracture of right femoral neck. The surgery was performed according to the surgical technique, and it was completed with no problem. In the week after the surgery, on (B)(6) the patient dislocated during hospitalization, and was followed up with a brace. However, since the tendency toward dislocation was not resolved, it was decided that the patient would undergo revision surgery on (B)(6) 2021. Because there is no major problem with the anteversion of the stem, the cup size is changed and the head size is adjusted in the revision surgery to verify the dislocation resistance, and if there is no prospect of resolution, tha will be performed. The surgeon commented that dislocation was a serious postoperative complication of bha procedure. Doi: (B)(6) 2021, dor: (B)(6) 2021, unknown side.